Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Rv defibrillation shock impedance measures less than 20 ohms with all 6 shocks for episode #95. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient was externally cardioverted due to low impedance measured on high voltage portion of the right ventricular (rv) lead which resulted in no delivery output for the cardioversion. The lead also had a history of out of range low pacing impedance. A coil fracture was suspected. The lead was explanted and replaced. The patient was placed on a ventilator. No further patient complications have been reported as a result of this event.